Event description:
Caller reported cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided pump reset information and guided the caller through the reset process. After the reset, the error was resolved, and the customer successfully started their sensor session.